Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was unconscious and required cardiopulmonary resuscitation (CPR). Non-sustained episodes and frequent premature ventricular contractions (pvcs) were noted. There were no out of range measurements observed and the presenting electrogram (egm) showed the device was operating as programmed. No additional adverse patient effects were reported. The device remains in service.